Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent/stretched consistent with procedural damage and clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported events was isolated to the helix clogged with blood/tissue and damaged helix consistent with procedural damage.

Event description:
During an initial implant procedure, during positioning of the right ventricular (rv) lead, the helix was unable to be retracted. The rv lead was removed and helix damage was observed. A new rv lead was used to complete the implant procedure. The patient was stable.